Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A certified clinical hemodialysis technician (ccht) reported that the combiset transducer allows air to enter system through the arterial chamber causing potential for air embolism as well as clotting in system. The hub of the transducer is too short and allows it to easily become detached and/or allows air to enter the system. Upon follow up, the ccht stated the issue has been occurring at the beginning and mid treatment with multiple patients since receiving the new combiset design. (Dates unknown). The ccht stated the arterial chamber drops and the 2008t machine alarms. The staff troubleshoots and then replaces the transducer with the older design frequently which immediately resolves the issue. A fresenius dialyzer was in use at the time of the events. There were no loose connections. There were no external leaks visually observed. The ccht confirmed there were no issues during priming. The ccht reported that there were no changes or disruptions in pressure that could have caused the issues or may have caused the machines to alarm. The combiset were not damaged and there were no defects noted on the devices during set up. The patients did not experience any blood loss as all blood was returned. The ccht confirmed there were no patient injuries and no medical intervention were required as a result of the reported events. The patients completed treatments after being re-setup with replacement transducers from the older design on the same machine. The patients' information was not available. The ccht reported that all actual samples were discarded and could not identify which devices in stock are companion samples.